Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure for a routine dual chamber pacemaker box change procedure and new ventricular lead implant. During the procedure the lead was advanced into the target position and helix was successfully extended on the 1st trial but due to high threshold, the helix was then retracted, and lead was repositioned. Second attempt of lead repositioning was followed by lead parameter testing with helix yet to be extended & test results well within acceptable range. However, during 2nd attempt of helix extension the physician has reported 'greater-than-usual' resistance encountered, the helix was not extended until after approximately 22 turns. Once helix was extended, high threshold was noted, and physician decided to reposition lead. The same scenario occurred for 3rd and 4th attempt, with the helix extension & retraction almost failing in the final attempt. The affected lead was replaced and the lead implant was performed successfully. The patient was stable.

Manufacturer narrative:
The reported events were inadequate capture and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. X -ray examination of the lead found the inner coil was over-torqued at the connector region consistent with procedural damage. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.